Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, high, out of range pacing lead impedance was observed. It was also noted the guidewire could not be inserted into the lead completely. The physician replaced the lead to complete the operation. There were no adverse consequences to the patient.